Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary tkr on (B)(6) 1999. Patient has presented to dr (B)(6) with a painful knee. Dr. Has examined the knee and believes that this may be due to general instability. He believes that a thicker bearing insert (ie removing the current 10mm insert and exchanging this for a 12.5mm, or a 15mm) will help to resolve the issue. As these bearings are no longer available off the shelf, I have been requested to submit this synergy in order to arrange a set of replacement thicker bearings 10mm, 12.5mm and 15mm available as part of the continuing care programme) at this stage, nothing has been revised.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The device code loosening of implant not related to bone-ingrowth is being corrected to capture the updated device code.